Event description:
(B)(4) clinical study. Same patient as 2134265-2011-01293, 2134265-2011-03414 and 2134265-2011-03453. It was reported that following a coronary artery stenting treatment procedure, the patient experienced chest pain and a spasm. Lesion 1 was located in the 1st obtuse marginal with 99% stenosis and was 8.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement using a 3.00 x 24 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. Lesion 2 was located in the distal left circumflex with 85% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using 2.50 x 32 mm and 2.75 x 12 mm taxus liberte stents. Following post-dilatation, residual stenosis was 0%. During the index procedure, the patient experienced "chest discomfort/pain with balloon inflations" after placement of the 2.5 x 32 mm stent in the mid left circumflex. ECG indicated st elevation in the inferior leads. The patient was treated with nitroglycerin; chest discomfort and ECG changes were resolved by the end of the case. Post index procedure, cardiac enzymes were elevated consistent with a myocardial infarction. The patient was treated medically. The patient was discharged the next day on aspirin and prasugrel. In the opinion of the physician, the myocardial infarction is not related to the liberte stents. Thirty-eight days post index procedure, a staged procedure was performed. Lesion 3 was located in the distal right coronary artery with 85% stenosis and was 15 mm long with a reference vessel diameter of 3.2 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. At the proximal edge of the stent there was "some disease with additional spasm." The vessel was evaluated with ivus and an elective 3.50 x 8 mm taxus liberte stent was deployed overlapping and covering the proximal edge of the first stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).